Event description:
In january a biomed technician was called to the emergency room to address a possible display problem at the philips central station. During the process of troubleshooting the display (no problem was found) a secondary issue was noted. Two of the three philips centrals were displaying alarm conditions but no audio was noted. On further inspection it was found that both sets of alarm speakers were unplugged (the power block was unplugged). The biomed technician repowered (plugged in the power source) these speakers and then rounded (inspected) the nursing unit and found a third central where the audio cable had become disconnected from the speaker input. Although these are likely but not necessarily user introduced problems it is the opinion of the biomed that this particular speaker arrangement makes defeating the alarm system too easy which can lead to no alarm audio when it is needed. We have had these since 2007 and over the years I have seen this several times.